Event description:
A facility reported that while in contact with a patient, duraseal exact spine sealant system (206520) could not turn into hydrogel formation. There was no patient injury and no delay in surgery.

Manufacturer narrative:
The duraseal exact spine sealant system (206520) was returned for evaluation: device history record (DHR) review - the DHR was reviewed, and no anomalies were found during the manufacturing and packaging process that could be related to the reported condition. Failure analysis - the sample received back included 2 syringes (borate/phosphate), 2 holders, 1 y-connector, 2 loose spray tips, and 1 vial. The loose spray tips, y-connector, and holders were visually inspected and none of the components showed signs of damage. However, the spray tips presented signs of use while the y-connector and holders looked unused. The syringes presented no signs of damage, however, the borate syringe looked unused while the phosphate syringe was received empty and no sign that was used to withdraw mixing solution from vial was detected. The vial was not received empty, the residue looked mixed properly as the solution looked homogeneous, however, the mix was solidified/dry since it was still stuck on the upper side of the vial. The top of the vial was received damaged. The components required to complete instructions to form solution in gel were not used. With the sample available for evaluation, the failure mode reported could not be confirmed. Root cause - the root cause is undetermined, and the complaint was unable to be confirmed. Product received was tested and no issues were found, nor could the complaint be replicated. Per the dfmea, potential causes of failure include: issues with solution mixing and coverage. The risk remains acceptable per the risk analysis. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.